Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Clarification was received by listening to the phone call. The customer did not report a motor position encoder error alarm during the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer also reported that they received a motor position encoder error alarm. The customer stated that they had high blood glucose of 517 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the no delivery alarm was resolved. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.